Event description:
Three different guide wired kinked and shredded during central line placement. Length of time for placement increased. Patient requested femoral central line. He believed that an internal jugular would not be tolerated. 3 attempts because the guidewire unraveled and was dysfunctional. Finally, a right femoral central line was placed using a cordis guidewire.